Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procodes: ktt. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 28-sep-2022. Expiration date: 01-sep-2032. Part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile. Lot number: 2120p35 (sterile). Lot quantity: 96. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on unknown date, the patient underwent the femoral intertrochanteric osteosynthesis for femoral intertrochanteric fracture with the product in question. The surgery was completed successfully without any surgical delay. During a routine examination on (B)(6) 2023, it was confirmed that the head of the bone had fallen outward to the point of perforation of the blade. The replacement to bha will be performed on (B)(6) 2023. This report is for a tfna fenestrated helical blade 80mm ¿ sterile. This is report 1 of 1 for (B)(4).